Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis revealed no anomalies. Visual analysis revealed damaged grommet.

Event description:
It was reported during implant attempt, there were high impedance readings on the svc coil. The lead was removed and reinserted. The set screw could not be tightened and high impedance was observed again. The device was not used. There were no patient complications as a result of this event.